Manufacturer narrative:
Investigation results: all explanted devices were not returned for analysis; therefore, a technical analysis could not be performed. Device history record: it was confirmed that all explanted devices met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Investigation conclusion: all explanted devices were not returned for analysis and the complaint as reported could not be confirmed. Record review revealed no additional information related to the complaint. Therefore, this investigation is unable to determine a probable cause for the complaint and the conclusion code known inherent risk of device.

Event description:
It was reported that the patient was taken to the ER (emergency room) due to symptoms of disorientation and weakness. It was later discovered that the patient's ipg site had redness and inflammation. The patient underwent a procedure wherein the implantable pulse generator (ipg) and spinal cord stimulator (scs) leads were explanted and the patient was placed on antibiotics. The patient was doing well postoperatively and the explanted devices will not be returned.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218500 model: sc-2218-50 serial: (B)(6). Batch: 7170295 UDI: (B)(4). Product family: scs-linear leads upn: m365sc2218500 model: sc-2218-50 serial: (B)(6). Batch: 7170278 UDI: (B)(4). Product family: scs-linear leads upn: m365sc43180 model: sc-4318 serial: (B)(6). UDI: (B)(4).

Event description:
It was reported that the patient was taken to the ER (emergency room) due to symptoms of disorientation and weakness. It was later discovered that the patient's ipg site had redness and inflammation. The patient underwent a procedure wherein the implantable pulse generator (ipg) and spinal cord stimulator (scs) leads were explanted and the patient was placed on antibiotics. The patient was doing well postoperatively and the explanted devices will not be returned.